Event description:
The customer reported the device is not working on battery power during clinical use. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4): the customer reported the device is not working on battery power during clinical use. There was no reported adverse pt impact. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.